Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Lot number was not provided so device history record review cannot be performed. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the plate was inserted for a humeral fracture and then post-op the bushing pulled out which caused the screw to pull out of the bone. As a result, a revision surgery had to be performed. Revision surgery was done on (B)(6) 2016 with another manufacturer's plate.